Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a distal type I endoleak, in the right common iliac artery, caused by aneurysm enlargement from a type ii endoleak. The physician performed an intervention and implanted an endurant ii 16x16x93 however, the endoleak did not resolve. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.